Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation and repair of the ventilator has not been done yet.

Event description:
It was reported that the ventilator respiratory rate fluctuated. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The alleged malfunction was confirmed. Exhalation valve calibration had not been performed. Calibration was performed and the unit was operating as intended. The unit was due for preventative maintenance and was processed accordingly.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.